Event description:
It was reported that there were several motor rate errors. There was no patient injury reported.

Manufacturer narrative:
The device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device and initial report to FDA are unknown.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. Visual inspection found the device to be physically intact. The event log history was reviewed and evidence of error messages was found. Upon function testing, the reported problem was duplicated. The microprocessor unit board was found to be damaged. The root cause is unknown. The board was replaced to resolve the issue. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.